Event description:
On (B)(6) 2014, the patient was implanted with four conformable gore® tag® thoracic endoprostheses to treat a thoracic arch and descending aneurysm measuring 10.6 cm in diameter. Prior to the procedure, the patient underwent surgical de-branching of the left common carotid artery with a 6mm hemashield graft. During the procedure, the physician was able to place the tag® devices in satisfactory position. A final procedural angiogram showed exclusion of the aneurysm; however, a type ii endoleak was seen at the left subclavian artery. The patient tolerated the procedure and was taken to the intensive care unit. On (B)(6) 2014, the patient underwent placement of a 22mm amplatzer plug and coil embolization of the left subclavian artery to treat the type ii endoleak. The endoleak was successfully resolved, and the patient tolerated the procedure. The following day, the patient encountered several post-procedural complications, including hypertension, tachycardia, acute renal insufficiency, pericarditis, leukocytosis, and atrial fibrillation. These conditions were all treated medically, and the patient was cleared for discharge on (B)(6) 2014.

Manufacturer narrative:
Additional tag® devices included in this report: tgu282810/12147605, tgu282815/10507030, tgu282810/12409770. Concomitant medications: patient medications include amiodarone, aspirin, ferrous sulfate, ibuprofen, metoprolol succinate, norco, and prilosec. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, renal insufficiency, and cardiac events (e.g., arrhythmia and hypertension).